Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues.

Event description:
The customer reported falsely elevated architect prolactin results on one patient. The results provided were: on (B)(6) 2018 = 1250.21miu/ml (normal range 108.78-557.13miu/ml); (B)(6) 2018 new sample at a different hospital tested on siemens = 361.7miu/ml (normal range 40.3-530 miu/ml); (B)(6) 2018 sample retested on abbott platform = 819.04miu/ml; sample was then treated with peg6000 and the result = 243.44miu/ml. There was no reported impact to patient management.

Manufacturer narrative:
A review of tickets identified no other complaints for lot 83068ui00 and no trends for the issue for the product. Return testing was not completed as returns were not available. Testing was not performed for lot 83068ui00 as the lot expired in 07dec2018. Historical performance in the field of reagent lots using world wide data through abbottlink was evaluated. The patient median result for lot 83068ui00 was analyzed and found to be within 1sd of the overall median and confirms no systemic issues for this lot. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. In this case, macroprolactin contributed to the elevated results as the results were lower after performing peg precipitation of the sample. The product package insert provides information relating to elevated prolactin results and details around macroprolactin is also documented in the architect prolactin assay troubleshooting guide. Based on the investigation no product deficiency was identified for the architect prolactin, lot 83068ui00.